Manufacturer narrative:
Three (3) 0036280 1/4" x 6' suction tubing packages were received for evaluation of "insufficient heatseal or blister pack." Visual inspection by the packaging lab found that sample 1 had an open pouch with seal transfer in the area of the complaint less than 1/4." This appears to be the result of the device being in the seal area during the sealing process of the form fill and seal machine. This open seal resulted in a breach of sterility, therefore this complaint is confirmed. Visual inspection of samples 2 and 3 revealed that the seal transfer in the area of the complaint was less than 1/4" however, both packages passed the dye leak testing therefore there was no breach in sterility. These devices were manufactured on 6-october-2015. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Of the lot containing (B)(4) units only this complaint has been received. A 2-year review of device family history revealed 30 complaints involving 74 devices of which 68 were confirmed or pending evaluation. During this same 2-year time frame over (B)(4) devices were sold worldwide making the occurrence rate for this failure mode (B)(6). To date, there have been no long term adverse effects from any of these reported incidents however, an investigation has been initiated to prevent further occurrences. The reported packaging anomalies were obvious to the distributor, prompting return of the devices for evaluation. Good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was completely open and would prompt the end-user to discard and obtain a sterile package. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(6), three (3) 0036280 1/4" x 6' suction tubing packages were discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.